Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder was successfully implanted using an 14f amplatzer torqvue 45x45 delivery sheath. On (B)(6) 2023, a pericardial effusion was noted on circumferential left atrial appendage (laa). The physician believes pericardial effusion caused by 28mm amplatzer amulet left atrial appendage occluder. A pericardiocentesis was performed and 750cc's of dark blood/fluid was drained from the patient's pericardial space. The amulet remained implanted. Patient was on eliquis after implantation and the patient was held overnight for observation post pericardiocentesis. The patient was reported as stable.

Manufacturer narrative:
An event of pericardial effusion that lead to cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. H6 - adverse event problem : medical device problem code 2993 removed.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder was successfully implanted using an 14f amplatzer torqvue 45x45 delivery sheath. On (B)(6) 2023, a pericardial effusion was noted on circumferential left atrial appendage (laa). The physician believes pericardial effusion caused by 28mm amplatzer amulet left atrial appendage occluder. A pericardiocentesis was performed and 750cc's of dark blood/fluid was drained from the patient's pericardial space. The amulet remained implanted. Patient was on eliquis after implantation and the patient was held overnight for observation post pericardiocentesis. The patient was reported as stable.